Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, post MRI scan, a decrease in battery longevity was noted on the device. The false diagnostics were likely cause by the MRI procedure or the firmware upgrade performed that day. The device was re-interrogated and the battery longevity had returned to normal. The patient was stable with no adverse consequences.